Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the feeding tube snapped off while trying to place. No patient harm.

Manufacturer narrative:
Three samples (1 unused with lot number 617390364x and 2 decontaminated samples without original package or lot number) were received for evaluation. After performing visual inspection per procedure; the used sample received, was observed to have a broken tube. The reported failure was confirmed. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. The packaging process was reviewed and product was found to be packaged according to specifications. During the packing process the material is inspected by trained production and quality personnel in order to confirm that it meets quality standards. No root cause could be determined. This is considered to be an isolated event; therefore, no corrective actions are deemed necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.